Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the bottom roll and comb were damaged and replaced and resolved the reported issue. It was noted that the device has not been regularly returned for recommended annual pm. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the plate did not advance. A delay of 16-30 minutes did occur but no harm or injury to the patient was reported as there was no patient involvement.